Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed functional test and fiber optic test without no problem occurring. The pressure transducer was also checked and error memory viewed. No abnormalities or defects found. Iabp functioned flawlessly and was then released to the customer and cleared for clinical service.

Event description:
It was reported that a sensor calibration error occurred on the cs300 intra-aortic balloon pump (iabp). There was no death or serious injury reported.

Event description:
It was reported that prior to use on a patient, a sensor calibration error occurred on the cs300 intra-aortic balloon pump (iabp). There was no death or serious injury reported.

Event description:
It was reported that prior to use on a patient, a sensor calibration error occurred on the cs300 intra-aortic balloon pump (iabp). There was no death or serious injury reported.